Manufacturer narrative:
As reported in the publication by nakata et al midterm outcomes of bare-metal stenting after primary stenting for st-segment elevated myocardial infarctions in the drug-eluting stent era: a propensity score-matched comparison with sirolimus-eluting stent; cardiovascular intervention and therapeutics (2014); there were 15 cardiac deaths, 13 in-hospital mortalities, 6 cases of recurrent mi, 7 cases of definite very late stent thrombosis, and 35 cases of target lesion revascularization (tlr) in the cypher bx velocity arm of the study. The sterile lot numbers of each device are unknown therefore device history report reviews could not be conducted. Death, cardiac death and restenosis are known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Myocardial infarction is a known potential adverse event associated with stent implantation procedures. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. The inherent risk of the procedure combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event. Very late thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. The patient was not maintained on anti-platelet regimen. Review of the information provided suggests that discontinuation of anti-platelet therapy and/or late stent mal-apposition may have contributed to the event. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This is one of 5 reports associated with the reported events in the publication and the related manufacturer report numbers are are 9616099-2015-00004, 9616099-2015-00005, 9616099-2015-00006, 9616099-2015-00007 and 9616099-2015-00008. His report represents notification of 6 events of myocardial infarction from this publication.

Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The citation is as follows : nakata et al midterm outcomes of bare-metal stenting after primary stenting for st-segment elevated myocardial infarctions in the drug-eluting stent era: a propensity score-matched comparison with sirolimus-eluting stent; cardiovascular intervention and therapeutics (2014). This report represents notification of 6 events of myocardial infarction from this publication. The device is as unknown bx velocity stent. Catalog and lot numbers are not available. The devices also remain implanted and are not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 5 reports associated with the reported events in the publication and the related manufacturer report numbers are 9616099-2015-00004, 9616099-2015-00005, 9616099-2015-00006, 9616099-2015-00007 and 9616099-2015-00008.

Event description:
As reported in the publication by nakata et al midterm outcomes of bare-metal stenting after primary stenting for st-segment elevated myocardial infarctions in the drug-eluting stent era: a propensity score-matched comparison with sirolimus-eluting stent; cardiovascular intervention and therapeutics (2014); there were 15 cardiac deaths, 13 in-hospital mortalities, 6 cases of recurrent mi, 7 cases of definite very late stent thrombosis, and 35 cases of target lesion revascularization (tlr) in the cypher bx velocity arm of the study.